Event description:
It was reported that the patient had her device for four years and is now having issues with throwing up food again. Dr. Stated to the patient that the beads might be stuck and he as to dilate it again. Patient noted in their request dr. Said "never make the linx bigger." Patient is seeking medical advice. Erd nurse advised that the esophagus can be dilated with device implanted and requested the patient to contact us if they discover issues with device.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Exact implant date unknown. Assumed first month of the year and assumed first day of the month. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the exact implant date? What is the product code? What is the lot number? We would like permission to contact your surgeon to ask the below questions. If this is okay, please let us know the full name and email address of your surgeon to reach out to your surgeon. When we do contact your surgeon, they will ask for your date of birth. What is your date of birth? The below questions will be asked to your surgeon. When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunosuppressive drugs? How severe was the vomiting before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.